Manufacturer narrative:
It was reported that the sensor is no longer transmitting dampened waveforms and the site confirmed on 14dec2023 that they are happy with the readings and are using them to treat the patient. No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the sensor is intermittently transmitting dampened waveform readings. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.